Event description:
It was reported that during a da vinci lower anterior resection procedure, the staff reportedly observed a broken wire on the prograsp forceps instrument. There were no missing and/or fallen pieces reported. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found one grip cable was derailed from the pulley at the distal clevis hub. The cause of the cable derailment was likely due to the cable losing contact with the pulley during wrist articulation. Failure analysis investigation also found frayed grip cable at the distal clevis hub. The cable segment stuck out at the wrist. The distal clevis hub did not exhibit any wear. The other cables at the wrist were not damaged. There was no other damage found. The customer reported complaint does not in itself constitute a MDR reportable event; however, the damage to the grip cable found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.